Event description:
It was reported that the patient underwent surgery on an unknown date with instrumentation from l1 to pelvis. It was reported that the setscrew backed out at right l1 and the patient underwent a revision surgery in 2008 to remove and replace the setscrew. Upon closing, a final x-ray revealed a setscrew was also backed out on the left side at l1. The surgeon then removed and replaced the second backed out setscrew. No patient complications were reported.

Manufacturer narrative:
Device was not returned to medtronic for evaluation. It was reported that it is the hospital's policy to retain the explanted parts. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.